Event description:
It was reported that the analyzer which was returned as an associate device tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested electrically out of specification and failed incoming functional testing. The analyzer was decommissioned. If information is provided in the future, a supplemental report will be issued.